Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the e xpected upper range, and there was a lead impedance out of range alert.

Event description:
It was reported that there was rising threshold, no capture, and high impedance. The lv (left ventricular) lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 1580-65 competitor implantable tachy lead, (B)(6) 2006; 511211 competitor implantable pacing lead, (B)(6) 2001. (B)(4).